Manufacturer narrative:
The hospital and gehc reviewed the logs. The hospital biomed replaced the screen central processing unit. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.